Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest the foley catheter balloon did not inflate properly. The catheter did not have any contact with other objects. The lot number was unknown. Per sample return on 11jul2024, it was reported that the urimeter bag was returned for evaluation. Per investigator notification received on 11sep2024, during the sample evaluation a kink in the tubing was found.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used urine meter bag with inlet tube and sample port connector. Visual inspection of the sample noted the open drainage bag had kink in the drainage tubing upon return. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿kinked tubing¿. However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest the foley catheter balloon did not inflate properly. The catheter did not have any contact with other objects. The lot number was unknown. Per sample return on 11jul2024, it was reported that the urimeter bag was returned for evaluation. Per investigator notification received on 11sep2024, during the sample evaluation a kink in the tubing was found.